Manufacturer narrative:
Final device analysis revealed a procedural non-conformance. The device was returned with the capsule still attached to the delivery system. The capsule trocar needle was advanced and tissue was present. The plunger had been fully depressed but the clinician had failed to rotate it to release the capsule. The analyst was able to rotate the plunger and the capsule released.

Event description:
The hcp reported that while pacing a bravo ph monitor, the capsule did not attach to the patient's esophagus and upon removal from the patient it was still attached to the delivery system. No serious injury to the patient was reported.